Event description:
The patient reported that the keypad buttons became unresponsive after changing the battery to clear an alarm. He stated that the buttons had previously had a delayed response when pressed, but now will not allow him to move past the verification screen. He stated that he wears the pump on his belt, and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all of the keypad buttons were found to be responding appropriately. Unrelated to the complaint, the battery compartment was found to be cracked and moisture was observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.